Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not working. The customer did not recall if there were any significant events leading up to the alarm. Her blood glucose level was 323 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.